Event description:
It was reported to technical services on (B)(6) 2012 that this patient has received at least 15 inappropriate shocks due to noise on this rv lead. Impedance is still in 500 ohms range in ER which is what it has been, but not seeing noise currently. No therapy prior to today. Verfied that lead is mdt sprint fidelis. Suggested putting device in monitor only to do troubleshooting to try to reproduce noise and check impedance while noise present. Patient may be transferred to another facility. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).